Event description:
It was reported during remote follow up that the atrial lead exhibited episodes of under-sensing. The lead had previously shown what was suspected to be noise episodes and was reprogrammed. Further programming changes were recommended, but not yet completed. The patient was stable and asymptomatic.